Manufacturer narrative:
Continuation of d10: product ID tm90q0, serial# unknown, product type accessory b3: event date is asked, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urge I ncontinence. It was reported that they had a follow up appointment following surgery the other day. The nurse practitioner said they still should feel the little fluttering sensation, but the patient did not anymore. The patient assumed they would acclimate to it, so they were suggested to increase the stimulation. The patient lost their communicator so they are unable to make therapy adjustments. An email was sent to the repair department. The patient called back on (B)(6) 2026 as they received the replacement communicator. During the call, the communicator battery was low and needed to be charged. The communicator started to charge. The agent reviewed pairing instructions. The patient said they may call back once communicator had been charged for assistance pairing the communicator if needed.